Event description:
Pt developed increased shock impedance and decreased pacing impedances. X-rays showed the pt has twiddlers syndrome. System will be removed and replaced. On (B)(6) 2014 - additional info was received that the pts rv lead was expected and replaced and this device remains implanted.